Event description:
Customer reported discrepant results with anti-d microwell of the mts abd/rev gel cards between lots # 012014037-50 and #082313037-67. According to the customer, the first sample was first tested at their facility on (B)(6) 2014 and reported as group o, rh negative using mts abd/rev lot #082313037-67 exp 4jul2014. A second tube was collected on the same day and tested with the same lot of gel cards and group o, rh negative was obtained again. No other confirmation was obtained. A new sample was collected on (B)(6) 2014 and tested with the same gel card lot # 082313037-67 and the blood type was again given as group o, rh negative. On (B)(6) 2014, another new sample was tested using mts abd/rev gel cards lot # 012014037-50 and a weak 1+ result was obtained for the anti-d. Weak d testing using tube method confirmed the rh result as rh positive. (1+ at ahg phase). Because of the rh discrepancy, another sample was drawn on (B)(6) 2014 and the rh is still reacting (weak-1+). Testing was performed using gel cards lot # 012014037-50. Qc was confirmed to be acceptable on the days of use. No issues were noted with other samples. Visual appearance of the gel cards was also acceptable on the day of use. Cards and reagents had been stored as per the IFU. The patient was pregnant and there had been no transfusions. Customer further stated patient gave birth to twins, whose blood type was group o, rh positive. Dat/ fetal screen and kb test were all negative. Customer further indicated that the patient antibody screen was negative. No antenatal rhogam was administered to patient. Customer is reporting the patient's blood type as group o, rh negative. Customer does not have sample for return.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card or sample were not available to be sent to ocd for further investigation. (B)(4).